Manufacturer narrative:
(B)(4). This is a report of a use error that resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in bacterial peritonitis coincident with peritoneal dialysis therapy. The breach in aseptic technique was not specified. The patient was hospitalized for the event on the same day of onset. The patient began treatment orally with levaquin (dose and frequency not reported) for the event. At the time of this report, the patient was recovering from the event. The patient was discharged from the hospital after 11 days and antibiotic treatment was ongoing. On an unreported date, dianeal therapy was withdrawn and hemodialysis was initiated. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.